Event description:
It was reported that a cdh33 was used during a high anterior resection. It was reported by the affiliate that on 9/25/1998, there was an uneventful routine high anterior resection. The cdh33 was used and the pt was discharged on 10/4/98. The pt was readmitted on 10/27/98 for a sub acute obstruction, which was resolved with conservative treatment, then sent home. On 11/18/98, the pt was readmitted with sub acute obstruction- anastomotic stricture. On 11/20/98 the pt was radio graphed to detect staple line and no staples were present. The stricture was not passable with guide wire and subsequently raised future potential for a reoperation with dilation of stricture.